Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open sigmoidectomy procedure, the clamped tissue fell out from the jaw before the firing trigger was fully grasped at the third stroke of the first firing. The staples of the acral part were unformed. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient.